Event description:
It was reported that during a procedure conducted at the user facility the device disassembled upon insertion into the pelvis. No impact to the patient, adverse consequences or clinically significant delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during a procedure conducted at the user facility the device disassembled upon insertion into the pelvis. No impact to the patient, adverse consequences or clinically significant delays were reported with this event.